Manufacturer narrative:
The investigation for the automated impella controller (aic) damage has been completed. Data logs were reviewed but were not necessarily for the complaint. The console was returned for evaluation and the failure was confirmed for unusual sound coming from the fan assembly of the console. The ball bearing of the fan was inspected and found to have unknown debris. The root cause of the unusual sound was debris of unknown origin within the ball bearing of the defective fan. The cause of the aic issue was contamination. A.3 revised as selection was inadvertently omitted from the initial manufacturer device report number 1220648-2023-05289. B.3 revised as date of event was previously entered incorrectly on the initial manufacturer device report number 1220648-2023-05289. D.1 and d.2 revised brand name and common device name since initial manufacturer device report number 1220648-2023-05289 was submitted in accordance with updated procedures. D.4 revised model number, catalog number and serial number were previously entered incorrectly on the initial manufacturer device report number 1220648-2023-05289. D.9 revised as date device was returned was previously entered incorrectly on the initial manufacturer device report number 1220648-2023-05289. E.1 revised address line 2 as it was inadvertently omitted from the initial manufacturer device report number 1220648-2023-05289. G.1 revised reporting contact email since he initial manufacturer device report number 1220648-2023-05289 was submitted in accordance with updated procedures. Revised reporting contact fax number as it was inadvertently omitted from initial manufacturer device report number 1220648-2023-05289.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported the automated impella controller (aic) had a rattling noise upon start up. The device will be inspected by field service team. There was no reported patient harm.